Event description:
Customer reports back to back testing on the advantage system with results of 307mg/dl and 127mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.